Event description:
Same case as MDR ID# 2134265-2013-06110. Same case as MDR ID# 2134265-2013-06111. (B)(4). It was reported post a percutaneous coronary intervention, the patient experienced a myocardial infarction. (B)(6) 2008 the patient was diagnosed with unstable angina and cardiac catheterization was recommended. A 90% stenosed and 12mm long target lesion was located in the proximal right coronary artery with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation and placement of a 4.0x16mm taxus express2 study stent, resulting in 0% residual stenosis. After placement of 4.0x16mm taxus express2 study stent an edge dissection noted. The dissection was treated with placement of 4.0x12mm and 4.0x8mm taxus express2 bailout stent. The following day the patient was discharged on aspirin and clopidogrel. (B)(6) 2012, the patient was diagnosed with non st elevation myocardial infarction. The patient was hospitalized and cardiac catheterization was recommended. Coronary angiography revealed a 50-60% focal lesion in study stents in proximal and mid right coronary artery. A non-target lesion located in distal left anterior descending artery and 1st diagonal was treated with balloon angioplasty and placement of a non bsc stent. Two days later the event was considered resolved without residual effects and the patient was discharged on same day. (B)(6) 2013 the patient presented with chest pains and was hospitalized. A 95% in stent restenosis of the 4.0x16mm taxus express2 study stent was treated with balloon angioplasty and placement of a non bsc stent. In addition 95% in-stent restenosis of non bsc stents placed in the mid left anterior descending artery were treated with balloon angioplasty and placement of a non bsc stent. The following day the event was considered as resolved without residual effects and the patient was discharged. Five days post discharge the patient was hospitalized and was diagnosed with stroke; it was unspecified how the patient was treated. Two days later the event was considered resolved without residual effects and the patient was discharged.

Event description:
It was further reported in (B)(6) 2012, the patient presented to the emergency room with complaints of chest pain and was hospitalized on same day. Admission electrocardiogram revealed st elevation in leads iii and avr, depression in avl. Cardiac enzymes were found to be elevated the patient was diagnosed with non st elevation myocardial infarction and cardiac catheterization was recommended. The non-target lesion located in distal left anterior descending artery with 95% in-stent restenosis was treated with placement of 2.5x18 mm non bsc stent and 90% ostial stenosis in 1st diagonal was treated with placement of 2.5x12 mm non bsc stent. Two days later the event was considered resolved without residual effects and the patient was discharged on same day. (B)(6) 2013, a 70% in stent restenosis of study stents in proximal right coronary artery was treated with placement of 3.5 x18mm non bsc stent. In addition 95% in-stent restenosis of the non bsc stent in mid left anterior descending artery were treated with pre-dilatation and placement of 2.75x22 mm non bsc stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).